Event description:
It was reported that during an unknown procedure, the surgeon stated that he's had issues with clips being partially fired, gotten jammed, or have scissored. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.